Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.

Event description:
The patient reported that sometimes, the infusion device shuts down w/o an alert or error message and this has caused elevated blood glucose. He changes the battery and e8 (power interrupt) is displayed when the infusion device is turned back on. During the night on (B)(6) 2011, the infusion device shut down and his blood glucose measured 480 mg/dl the following morning and he felt sick and nauseous. He removed and reinserted the battery and the infusion device functioned normally and he bolused to lower his blood glucose. On (B)(6) 2011, he switched to his backup infusion device. His normal blood glucose range is 120-140 mg/dl. He also reported issues with the display. The patient did not require treatment from a health care professional or second party to address the issue. The infusion device was replaced and requested to be returned for evaluation.